Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that after the patient's dressing change in the morning, dressing reassessed about an hour later and PICC line found to be pulled mostly out with statlock adhesive still stuck to patient's skin. It was stated the plastic anchoring piece of the statlock was still attached to PICC line but separated from the adhesive.